Event description:
It was reported that the patient heard the patient alert. The patient went to the hospital, was reported to have been told he had "1600 fatal cardiac arrhythmias." It was also reported that the patient was never shocked. The lead was replaced. Alleged that the [patient] "was implanted with a [lead wire system], and suffered physical and other injury as a result of the recalled lead." Also alleged was that the [patient] experienced inappropriate and/or excessive shocking, fracture or other injury." Further alleged was that the patient" has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." The [patient] has further "suffered physical injuries and various physical manifestations of emotional distress associated with of the following: the implantation, recall, failure, removal/replacement, and/or inability to have to have the defective [lead] removed or replaced."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.